Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the system sparked and smells like smoke. No adverse event reported. No additional information available. Au-ups ally (B)(4).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on (B)(6) 2017 under wo #(B)(4) and shipped on (B)(6) 2017. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced for a cut foot pedal in (B)(6) 2018 and a pinched wire on the power inlet on (B)(6) 2022. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on (B)(6) 2023. Visual evaluation: visual examination of the complaint unit revealed physical damage to the foot pedal cord exposing wires. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the damage to the foot pedal cord is consistent with user error causing damage and continued use of the device with exposed wires. The history on the unit is also indicative the user contributed to the error. The unit was evaluated, repaired, tested and returned to the customer. Due to the unit being damaged by the customer no additional actions are required. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.